Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base. Reference medwatch with patient identifier (B)(6) for the inform meter.

Event description:
Caller originally stated that the inform meter and base would not download. Upon review by the first level investigation unit, it was found that the meter and base had missing and/or melted pins, and the housing of both devices was melted around this area. No adverse event reported. Requested return of suspect device and replacement was sent.